Event description:
Boston scientific crm received information that this right atrial lead was surgically abandoned due to poor sensing. It was noted that the patient underwent two bypass procedure which altered the position of the lead. No adverse patient effects were noted.

Manufacturer narrative:
This lead was surgically abandoned; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.